Event description:
Same case as MFR report #: 2134265-2008-04162. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. The primary disease was old myocardial infarction. The 90% stenosed and moderately calcified and tortuous target lesion was located in the left anterior descending (lad) artery that was 3.5mm in diameter. While attempting to cross the lesion with a 3.0x16mm taxus express2 drug eluting stent , difficulty occurred. Several attempts to cross the lesion were made but were unsuccessful. Upon removal, it was noted that a stent strut lifted. The physician changed to a new device, another 3.0x16mm taxus express2 drug eluting stent, and again several attempts were made to cross the lesion unsuccessfully. It was reported that eventually a stent strut lifted up on the second device as well. The procedure was completed with an unknown device with no injuries being reported to the patient.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.